Event description:
The pt's daughter reported that her father had not been feeling well for 2 weeks, however, his blood glucose readings on his meter had been in the 9-11 mmol/l range. Because he continued to fell ill, he was taken to his physician where a blood glucose result of 31 mmol/l was obtained. On the advice of his physician, he was taken to where his oral medications were changed. The reported could not recall if the pt was treated for elevated glucose.